Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not find the second one') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not find the second one') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.